Event description:
Discovered presence of human haur contained within phaseal p21 protector. Ref (B)(4), lot: 1501021. Discovered presence of human hair contained within phaseal injector luer lock (n35) ref (B)(4), lot 1403001. Dates of use: #1: 1 month. #2: 1 month. Diagnosis or reason for use: closed system transfer device for chemotherapy preparation.